Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. Mdu failed functional tests with hand piece sensor fault. After troubleshooting, the cause of sensor fault was observed to be power cord wiring disconnected from motor wiring due to a faulty 3rd party repair. It was determined that there has been a non-conforming repair attempt while trying to replace the power cord or motor resulting in the identified sensor fault. This complaint investigation has concluded that this unit has had a faulty 3rd party repair which resulted in the sensor faults malfunction.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. There was no relationship found between the returned device and the reported incident. Mdu failed functional tests with hand piece sensor fault. After troubleshooting, the cause of sensor fault was observed to be power cord wiring disconnected from motor wiring due to a faulty 3rd party repair. It was determined that there has been a non-conforming repair attempted while trying to replace the power cord or motor and the faulty repair caused the sensor fault. The complaint investigation has concluded that this unit has had a faulty 3rd party repair which resulted in the sensor faults. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that device overheated. A backup device was available to complete the procedure with no delay or patient/user injuries.